Manufacturer narrative:
Additional information: section h imdrf codes. Additional information: section b describe event or problem to reflect there was no delay in patient care. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 all cubies were failed. A field service engineer reseated the row board ribbon cable, after which the drawer recovered automatically. The user was then able to successfully remove the failed pockets from the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, drawer 3.1 all cubies were failed. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a cubies failing. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.